Manufacturer narrative:
H11. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Description: coring. Event details: it was reported that coring during circulisa preparation. Confirmed in vial after connecting protector and injector. The size suggests that it was caused by passing through the air needle of the protector. Injector lot is 2409011 and part number is 515005.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one protector connected to a vial was provided to our quality team for investigation. Through visual inspection, a grey particle was observed. Using magnification it was found the particle is consistent with material from the stopper of the vial. While phaseal needles are designed to reduce coring, there are several factors that may impact coring tendency. Coring of the rubber stopper may result depending on the stopper quality, the design and dimensions of the needles used, or if a poor connection of the protector occurs. It is important to ensure the vial is not expired as that can impact the quality of the rubber stopper. Based on our investigation and sample evaluation, it was determined the particles generated during the assembly of the protector onto the vial. No issues related to the injector used were found. Complaints received for this device and reported condition will continue to be tracked and trended for future occurrence.

Event description:
Description: coring. Event details: it was reported that coring during circulisa preparation. Confirmed in vial after connecting protector and injector. The size suggests that it was caused by passing through the air needle of the protector. Injector lot is 2409011 and part number is 515005. The protector is assembled manually. As described in the pir, coring was found at the timing of collecting the drug after connecting the protector and injector. The drug was collected and infused into the infusion bag avoiding foreign substances.